Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 21 april 2020: lot 186206: (B)(4) items manufactured and released on 22-nov-2018. Expiration date: 2023-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: gmk-revision 02.07.0212scf fixed tibial insert sc size 2/12mm (k103170) batch review: performed by medacta regulatory affairs department on 21 april 2020: lot 185104: (B)(4) items manufactured and released on 04-sep-2018. Expiration date: 2023-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs manager: early infection in tka, few weeks after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
Revision surgery performed 1,5 months after the primary surgery due to infection, straphloccocus epidermis at the tibial part. The patient had damaged ligaments and for this revision implants were used during the primary surgery. The surgeon revised all tibial implants.